Manufacturer narrative:
Facility contact phone number: (B)(6).

Event description:
It was reported that air bubbles were found in the tubing of the level 1 hotline disposable. The product problem during patient use. The bubbles were aspirated immediately. No patient injury or complications were reported in relation to this event.